Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name unknown / not provided.

Event description:
Doctor indicated that inner hex of the (B)(4) implant seemed to be damaged. Implant was removed with explantation kit and surgery completed with another implant.

Manufacturer narrative:
One t3 tapered implant was returned for inspection with an implant removal tool in the drive feature. The threads and collar show moderate signs of wear. The internal drive feature could not be inspected, as the removal tool is cold welded into the drive feature and cannot be removed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The event is non-verifiable, as the device drive feature could not be inspected in its current condition. A root cause cannot be determined. The following sections have been updated: (B)(4). The answer yes was correctly selected, but the return date was not included in the initial report.

Event description:
No further event information available at the time of this report.